Event description:
As reported by the user facility: reports when nurse removed catheter from external jugular, she noted the tip of catheter was missing. X-ray was obtained showing piece of chest. Piece was removed under light sedation, pathology report is 2.8 cm by 0.2 cm white object. Patient went home the next day no further problem. Reports catheter had been in place for 5 days prior to removal. Removal was for planned discharge from hospital. No sample available. Additional information provided by the facility indicated the nurse noticed the tip of the catheter was missing when she removed the catheter. The patient was discharged and suffered no additional adverse sequela associated with the reported incident. The sample was discarded and the lot number remains unknown.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. There are generally two causes for this type of incident. First, while inserting the catheter into the vessel, the nurse may re-cannulate the stylet needle through the i.d. Of the catheter and perforate the wall of the catheter causing a fracture. The instructions for use supplied with the introcan safety state the following: "after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism." Secondly, when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertently cut the catheter. Neither of these practices, re-cannulating or using scissors in the area of a catheter, are recommended practices. Without the sample for evaluation, no specific conclusions can be drawn. All available information has been provided to the actual manufacturer, b. Braun medical industries (B) (4), in (B) (4).